Event description:
It was reported during surgery of primary total knee, doctor used simplex mix of 2 units, once cement was delivered into little canister, the doctor noticed power that was not mixed. Doctor then used 2 units of cement and made a new batch from same lot code, same incident occurred. He then discarded batch and then proceed to mix 2 more units from a different lot code and it mixed well. There was a delay of 5 minutes.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
Manufacturing and expiration date corrected. An event regarding the appearance of bone cement during mixing involving simplex bone cement was reported. The event was not confirmed. Visual inspection and functional testing was completed on three retain samples of the reported lot. The results were satisfactory and within specification. Medical evaluation not performed as the product in question was not implanted. Device history review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review determined that there were no similar events reported for the referenced lot. The investigation concluded that the reported unmixed powder in bone cement during mixing cannot be confirmed. No further investigation for this event is possible at this time.

Event description:
It was reported during surgery of primary total knee, doctor used simplex mix of 2 units, once cement was delivered into little canister, the doctor noticed power that was not mixed. Doctor then used 2 units of cement and made a new batch from same lot code, same incident occurred. He then discarded batch and then proceed to mix 2 more units from a different lot code and it mixed well. There was a delay of 5 minutes.